Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40 ,lot# va0gnkg, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported an "electrode ulceration infection" was identified. An electrode replacement operation was performed. It was unknown what troubleshooting was performed and the cause of the issue was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
It is noted the correct manufacturing site ID is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a representative reported the patient was receiving more than 50% symptom reduction following re placement. No complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va0gnkg, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the explant date was (B)(6) 2017. No further complications were reported/anticipated.